Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector. It was also reported a pin is stuck in the ventricular connector. The biomedical engineer returned the epg for repair. There was no patient involvement or complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the ventricular connector was broken. It was noted that the battery release was contaminated, the battery contacts were compressed, the ring was bent and the battery drawer was out of specification.